Event description:
The surgeon was advancing a 23.0 diopter single piece silicone intraocular lens model aa4204vf in the msi-tr injector prior to insertion into the eye, and noticed the lens was getting torn by the injector. No patient contact or injury.